Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change. During the procedure, the atrial and ventricular leads exhibited noise reproducible with isometrics. The physician elected to keep the leads implanted and continue monitoring. The patient was in a stable condition post procedure. Related manufacturer reference number: 2017865-2019-11738.